Event description:
It was reported that during preparation, prior to transurethral stent placement procedure, while unpacking the device it was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, this percuflex device underwent a thorough analysis. Visual inspection of the device revealed that the stent shaft was broken in two pieces, until the bladder coil buckled. The shaft was kinked and a drainage hole was torn. The suture was not returned for analysis. Based on the information available and analysis results, it is possible to conclude that this issue of stent shaft break could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get "detached" during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during preparation, prior to transurethral stent placement procedure, while unpacking the device it was found fractured. Another of the same stent was used to successfully complete the procedure. No patient complications were reported. The condition of the patient at the conclusion of the procedure was reported to be stable.